Event description:
The reason for call was patient mentioned they have not been pursuing getting the back stimulator changed out lately because they are no longer on buprenorphine. Patient mentioned when they had the implant, within 6 months from the time it was implanted, the patient along with the hcp, have decided that an implant replacement is necessary. Within 1 year from the time it was implanted, the mdt rep (name unknown/patient forgot) was onboarded. Patient mentioned that mdt rep confirmed that the implant is a "bunk unit" and has to be replaced, then covid happened. Sometime in 2022, patient mentioned that they were scheduled for an operation, however, the buprenorphine didn't take effect and did not knock him out so the operation was cancelled. Patient stated they would appreciate having a functioning back stimulators in there because it makes a lot of difference. Patient said they got an email that their pain management doctor is retiring and the doctor's office told them to call medtronic to find out if their unit is MRI compatible. Patient is concerned if the implant will affect them in any way if it was not explanted. Agent reviewed MRI compatibility with the patient. The patient was redirected to their healthcare provider to further address the issue. Patient mentioned they wanted to talk to an mdt rep.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.